Event description:
It was reported that a vns patient had a wire protruding in the chest near the generator site. Further information from the neurosurgeon revealed that the wire was not protruding through the skin and that it was just a bump on the skin. X-rays were taken and evaluated by the manufacturer which revealed no anomalies with the device. In addition, all system diagnostics were within normal limits and the neurosurgeon was unsure about patient manipulation. The patient underwent lead repositioning surgery "to pull the lead in and cover it with an extra layer of inner skin." Good faith to obtain additional information has been unsuccessful to date.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. X-rays reviewed by the manufacturer, no gross lead discontinuities visualized.